Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported event could not be definitively concluded; however, human/procedural error during manufacturing/packaging/labeling could not be ruled out as the stickers were reportedly missing from box. Additionally, it was communicated that during implantation the stickers are gathered ¿once the implantation is done¿. Best practice recommendation is to confirm the shipped component matches the outer container labeling as well as the chartstiks/stickers prior to implantation. Reportedly, no patient impact resulted from the reported event as the procedure was successfully completed as planned with the correct components without delay and no additional interventions were required. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. According to the packaging sequence, the stickers should be inside the implant box. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. The contribution of the device to the reported event could not be corroborated. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Mishandling or manufacturing process errors could be probable causes of the reported event. With no other complaints for the batch, we consider this an isolated event. However, we will continue to monitor this failure mode in the future. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery while implantation, it was found that an anthem femoral ps cocr sz 4 rt was implanted but there were no stickers in the box, as the stickers are inside the box, in the process, nurse opened the box, hand over implants one after another, once the implantation was done the nurse gather the stickers and handover to us. But in the femoral box there were no stickers. The size implanted in the patient was the correct size. No patient injury / impact resulted from the reported event, patient was discharged after a successful surgery.